Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time the device was leaking air from the top. It is unknown if there was patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was leaking air. The device would not power on, the control bar was loose, the spring seal and reciprocating arm were damaged, and the ball plunger and dowel pins were not in the correct position. The reciprocating arm, bearings, spring seal, planetary gear, bearing spacer, wave washer, dowel pins, planetary carrier, ring gear, hinge throttle gasket, motor, sleeve, lever, and ball plunger were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.